Event description:
Caller states the patient tested 2.9 inr on the coaguchek xs system and 0.9 inr on a comparison lab. Caller states the patient's dose of coumadin was lowered for one day and treatment was based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.